Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 489 mg/dl at the time of the event. The current blood glucose value was 489 mg/dl. The customer received a replace battery alarm. The customer reported nausea, vomiting symptoms related to the high blood glucose event. Troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode/smartguard feature was not active at the time of the high blood glucose event. The customer has not received a low battery alert prior to replace battery alert. Troubleshooting was performed and advised to use a new battery; however, the issue was resolved. No further patient complications were reported. It was unknown whether the customer continued using the device or not and the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and care link. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active and sleep current measurement test. During download review no relevant alarms confirm in download history files to confirm complain code. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. No physical damage noted during visual inspection. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bgs or unexpected battery power loss. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.